Event description:
It was reported that this event involved an (B)(6) female pt. The catheter was inserted into the child's femoral vein without event. However, upon removal, the spring wire guide (swg) began to lengthened and became tainted. The swg was unraveled with its spiral structure. The swg was attached to the tissue or something, but did not separate. As a result, with difficulty, the swg was successfully removed from the child. There were no reported adverse consequences to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.